Event description:
During the index procedure, one endeavor rapid exchange (rx) drug-eluting stent was implanted in the proximal lad. The patient was free of symptoms at the 30 day, 6 month, 1 year, 1.5 year, 2 year, 2.5 year and 3 year follow up. It was reported that approximately 3 years and 5 months post the index procedure, the patient suffered a stroke. The event was not related to the study device. The patient was free of symptoms at the 4 year follow up.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (cva/ stroke).